Event description:
The customer reported the system had a charge failure on boot. The charger failure and precharge error will prevent the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.